Event description:
The customer reported the system is not saving images and intermittently reboots on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system is operating as intended. This MDR is related to ge healthcare (B) (4).